Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing loss of motor & some sensory function in her right leg after being implanted. CT san was completed with no known neurological deficit visible. The patient underwent an explant procedure and was found out that she had a hematoma above the lead site. The hematoma was drained and the physician believed it was procedure related. The patient had not regained motor and sensory function in her right leg following the procedure.

Manufacturer narrative:
Additional information was received that the patient's sensory function has regained. The patients motor sensory has improved and everything was strong except for her hip flexor. The patient is currently receiving therapy to improve it further.

Event description:
A report was received that the patient was experiencing loss of motor & some sensory function in her right leg after being implanted. CT san was completed with no known neurological deficit visible. The patient underwent an explant procedure and was found out that she had a hematoma above the lead site. The hematoma was drained and the physician believed it was procedure related. The patient had not regained motor and sensory function in her right leg following the procedure.

Event description:
A report was received that the patient was experiencing loss of motor & some sensory function in her right leg after being implanted. CT san was completed with no known neurological deficit visible. The patient underwent an explant procedure and was found out that she had a hematoma above the lead site. The hematoma was drained and the physician believed it was procedure related. The patient had not regained motor and sensory function in her right leg following the procedure.

Event description:
A report was received that the patient was experiencing loss of motor & some sensory function in her right leg after being implanted. CT san was completed with no known neurological deficit visible. The patient underwent an explant procedure and was found out that she had a hematoma above the lead site. The hematoma was drained and the physician believed it was procedure related. The patient had not regained motor and sensory function in her right leg following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. Device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The ipg exhibits normal device characteristics. The damage to the lead is consistent with damages done during the explant procedure and it is not considered a failure. The clik anchors are intact and no parts of it are missing. A review of sterilization records found them to be satisfactory. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4). Description: artisan surgical lead, 70cm.

Manufacturer narrative:
Additional information was received that the patient had regained some sensory and motor function after the explant procedure.

Event description:
A report was received that the patient was experiencing loss of motor and some sensory function in her right leg after being implanted. CT san was completed with no known neurological deficit visible. The patient underwent an explant procedure and was found out that she had a hematoma above the lead site. The hematoma was drained and the physician believed it was procedure related. The patient had not regained motor and sensory function in her right leg following the procedure.